Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient was able to state weight- didn't know if it was 180 lbs last stated weight. It looked like she weighed170 lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid, 4mg/ml concentration at 1.1336 mg/day, bupivacaine, 12 mg/ml concentration at 3.401 mg/day dose and clonidine, 160 ug/ml concentration at 43.35 ug/day dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that empty pump reservoir occurred. The patient was "unreachable when the pump was due for a refill". It was now 2 weeks past the pump alarm date and empty reservoir alarm had occurred per the hcp. The hcp was not aware how to confirm pump log data. The hcp was using clinician programmer (8840). The hcp obtained the logs and confirmed the low reservoir alarm occurred on (B)(6) 2019 and empty reservoir on (B)(6) 2019. Patient went through withdrawal and was at the emergency room last night per the hcp. No further complications were reported.